Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she had some inconsistent high blood glucose levels due to insulin pump under delivering insulin. The customer reported that the blood glucose level at the time of incident was 20 mmol/l. The customer stated that the current blood glucose level was 12 mmol/l. The customer reported symptoms related to the high blood glucose levels included stomach, pain and nausea. The customer stated that the blood glucose level was not going down. Troubleshooting was performed. The customer stated that the drive support cap was normal. The customer declined to check settings on the insulin pump. The insulin pump passed the high pressure test. Product is not expected to return.